Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent scoliosis surgery at t11-l3. Intra-op, during screw insertion, the weld of the screwdriver came apart. New driver was opened to complete the case. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: the tip of the center shaft has broken at the weld where it meets the main portion of the shaft. There are no obvious signs of a defect in the weld. There are witness marks on the tip indicating that torsional pressure was applied. This is consistent with overload. If information is provided in the future, a supplemental report will be issued.